Manufacturer narrative:
Unit received with insulin flow blocked alarm during prime problem isolated to the electronic assembly noted. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to insulin flow blocked alarm noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had recurring insulin flow block alarms. The customer stated that she went through the 3 sets of infusion and reservoirs. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.